Manufacturer narrative:
(B)(4).

Event description:
When implanting the lead, it was difficult to manipulate the lead and the helix would not extend. The patient is stable.

Manufacturer narrative:
A complete lead was received for analysis. As received, the helix was slightly extended and could not be retracted due to blood-like substance (bls) in the helix housing. The lead was ultrasonically cleaned and by applying direct torque to the connector pin the helix could be fully retracted and extended. The full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray of the connector region and helix assembly was normal. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.